Event description:
The customer reported to olympus, the evis lucera elite video system center had a no image problem. The issue was found during receipt inspection. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was confirmed. The device evaluation found there was no signal from serial digital interface ports due to faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was caused by a defective printed circuit board. Olympus will continue to monitor field performance for this device.